Event description:
It was reported that loss of capture and low r-wave sensing were observed on the right ventricular lead. X-ray imaging was performed which confirmed lead dislodgment. The lead was repositioned to resolve the event and the patient was stable.